Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that upon interrogation a code generated indicating possible premature depletion for the subcutaneous implantable cardioverter defibrillator (s-ICD). Upon further discussion it was determined that patient had been in a procedure where a magnet was applied. Engineering reviewed the data stored in the subcutaneous implantable cardioverter defibrillator (s-ICD) and found that the code was inappropriately generated due to many magnet applications. Engineering analysis determined that since that time the battery measurements have recovered. The s-ICD remains in service and no adverse patient effects were reported.